Event description:
On (B)(6) 2011, it was reported that an hcp was having difficulty filling the reservoir after the reporter had reportedly aspirated the reservoir, removing 30 ml of drug. The reporter tried again, removing 23ml, but could not get more than 30ml of hydromorphone into the pump. No patient symptoms were reported. Additional information will be reported if it becomes available.

Manufacturer narrative:
(B)(4).